Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional noted "hole in valve". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., g.2, h.3, h.6. Device evaluation: visual analysis of the returned device identified: crack opening, flat creases. Leak test and microscopic analysis was performed which identified: wear abrasion, a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional noted "hole at valve". The device has been explanted.